Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio then replaced the therapy pcb assembly and completed other unrelated repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was a cracked filter, designator fl29. Physio observed that when 360 joules was selected, the output was actually 175 joules, 280 joules and 25 joules, respectively.

Event description:
While performing unrelated repairs, physio-control observed that the customer's device would not likely be able to provide sufficient defibrillation therapy. There was no patient use associated with the reported event.